Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the correction factor settings may not have been set properly which resulted in intermittent blood glucose (bg) drops as low as 44 mg/dl. Bg was treated carbohydrates. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.